Manufacturer narrative:
No button error alarms noted during. The insulin pump had no button response due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 81 mg/dl at the time of incident. The insulin pump was returned for analysis.